Event description:
It has been reported to co that the packaging of this product was defective affecting the sterility of the product. There was no pt involvement the device is being returned for co's analysis.